Event description:
It was reported that the patient presented in clinic for follow up after receiving inappropriate atp and hv therapy. Upon review, the episode appeared to be af with rvr. The rhythm was initially diagnosed as svt. Programming change was recommended. The patient will be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.